Manufacturer narrative:
The actual sample was received for evaluation. Visual examination was performed and revealed the fracture was predominantly intergranular. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Actual device was evaluated. Visual inspection was performed and the sample fractured in the ribbed section of the body nearer the swage. The sample had gripper marks in the fractured area and a deformed curve. These issues appear to have been caused by forces during end use. Assignable manufacturing cause for the broken needle could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on the breast on (B)(6) 2015 and suture was used. During the procedure, the suture snapped off while going through the fascia. The patient was x-rayed to find the broken section of the needle and more tissue was excised to remove the needle. Another like device was used to complete the procedure.